Event description:
An angio-seal device was selected for use following an angioplasty of the left leg. There was some bleeding after the procedure, so the patient was taken back to the operating room and the arteriotomy was closed directly. A clot then developed in the left leg and a thrombectomy was performed. The patient was then sent home. The next week, the patient came back to the hospital with swelling in her left leg. An ultrasound revealed a deep vein thrombosis. Following discussion with the patient and her family, it was decided that the placement of an inferior vena cava filter would be the elected treatment.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states if patient's have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in patient arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.